Manufacturer narrative:
B3: aware date was used as event date as actual event date was not known. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. D3 model number, d3 lot number, d4 expiration date, d4 unique identifier (UDI) # are unknown as the information was not provided. D6a: implant date is an approximate date as actual implant date is not known.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman laa closure device was successfully implanted approximately a year and a half ago. The patient was discharged. The patient had at least four (4) tias since the implant of the closure device. The patient will remain on xarelto and plavix indefinitely. No further information is available at the time of this report.